Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter postal code exceeded the maximum allowable characters, actual postal code is v6x 1a2 h3 other text : device not returned

Event description:
The customer reported the "screen freezing/glitching up". There were no patient impact or consequences reported.

Event description:
The customer reported the "screen freezing/glitching up". There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. During functional testing, a 12 beep watchdog alarm and error message were triggered. The issue prevented the device from being used. The error was due to a software issue. Initial reporter postal code exceeded the maximum allowable characters, actual postal code is (B)(6).

Event description:
The customer reported the "screen freezing/glitching up". There were no patient impact or consequences reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 25052. Model number 9500 is associated with the gudid number. Part number 25052 is the subassembly to part number 9500. This supplemental MDR updates the model number to 9500 and brand name to radical-7 to ensure correlation with the gudid database. Initial reporter postal code exceeded the maximum allowable characters, actual postal code is (B)(6).

Event description:
The customer reported the "screen freezing/glitching up." There were no patient impact or consequences reported.

Manufacturer narrative:
Other text: UDI related data quality updates only. This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.